Event description:
On (B)(6) 2019, a customer owned 19mm masters valve was implanted; however, the expiration date of the device was (B)(6) 2019. Additional information has been requested.

Event description:
On (B)(6) 2019, a customer owned 19mm masters valve was selected for implant. During device preparation, the device was confirmed to be expired with an expiration date of 09 january 2019. The physician elected to implant the device. The patient was informed and continues regular monitoring.

Manufacturer narrative:
An event of use of expired product was reported. The results of the investigation confirmed that masters valve 83974925 expired on 09 january 2019 which was prior to the reported event date of (B)(6) 2019. A review of distribution records confirmed that this product was distributed prior to its expiration date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including verification of the expiration date listed on the product label. The root cause of the reported event is consistent with user error. Per the instructions for use, artmt100045600 version a,"warning: do not use the device if the expiration date has elapsed".